Event description:
Patient reported the infusion device began with an e8 (power interrupt) error message on (B)(6) 2011. Patient stated, he changed the battery and the battery cover often. Patient reported the issue continued. Patient stated, he changed to his backup infusion device. Check button defective; unable to confirm error. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.